Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged between 100-300 mg/dl. Reportedly, the altitude alarms were cleared by loading a new cartridge.